Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Although there are no patient specific allegations, general litigation alleges metal on metal. Update (B)(6) 2015 - pfs and medical records received. A correct doi and dor were provided. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and high metal ions. Lab results confirmed the high metal ions. It should be noted that it took the surgeon 2 hours to remove the metal liner from the cup. The stem is being added to the complaint and part/lot is being updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.